Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 326 mg/dl at the time of the incident and treated by manually injected the insulin. Customer stated that the insulin pump blank display issue persists even after the battery cap has been replaced. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
Findings: pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected alarm error, occlusion and no delivery test due to motor error alarm. No blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corners, broken partial of reservoir tube lip and severely scratched display window.